Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support cap. A cracked reservoir tube lip, cracked reservoir tube window and tube, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 176mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.